Event description:
It was reported that the patient had high impedance. The patient generator was disabled and was sent for xrays. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient generator has been disabled since (B)(4) 2020. Per medical professional, patient has had no seizure in 10 years and is well controlled by keppra. The magnet output was turned back on to 1ma if a seizure occurs. No known surgery has occurred to date. No additional relevant information has been received.